Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement. It was reported that during angioplasty on the left coronary, an attempt was made to implant a mini vision; however, the stent dislodged from the balloon, inside the artery. Another balloon was used to implant the mini vision stent in the target lesion after it dislodged. A vision 2.25 x 23 mm was implanted at 18 atm to reestablish the flux and the size of the vessel. Angioplasty was performed with a 2.0 x 11 mm mercury balloon at 16 atm in the long segmental stenosis, with success. No additional event or patient information is available.